Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device guide broke into two pieces at the level of the foot in the patient anatomy. A surgical cut down was performed to remove the broken guide. The sheath was upsized to 14f and the aaa procedure was completed. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure due to the cut down to remove the broken guide. No additional information was provided.